Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a faulty air detector sensor. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: confirmed customer complaint of ¿air detector sensor not working properly¿ by performing air detector test. Unit failed test; would not recognize cassette with fluid. Replaced air sensor and dso (downstream occlusion) seal. Performed air detector test again. Unit passed test. Updated software to the latest version and reset to standard configuration. Performed pvt (performance verification testing). Unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.